Event description:
The patient experienced an increase in seizures and has been referred for generator replacement due to suspicion the vns was not working to help the patient's seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?, code 81: device evaluation is not necessary because the reported event of increased seizures have been determined as not related to vns therapy.

Event description:
The neurologist's office stated that the increased seizures were not related to vns. No intervention was taken for the increased seizures. The device was confirmed to have been interrogated and functioning properly. The generator was explanted and replaced.